Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a ruptured balloon on a tri-funnel device was confirmed as use related. A 20fr tri-funnel replacement device was returned for investigation. The device revealed evidence of use. Residue was found within the feeding tube. Discoloration was observed in the balloon. The balloon was split. A suture was loosely positioned around the ruptured balloon. Due to the breach in the balloon material, the balloon could not be inflated. A microscopic examination of the split revealed delamination in the balloon material around the rupture site. The damage appears to be the result of over-pressurization. The product IFU indicates to not exceed the maximum recommended inflation volume. The correct inflation volume was printed on the valve. It was reported that the balloon was damaged two weeks after placement, which indicates that the device was damaged during use.

Event description:
It was reported that 2 weeks after placement, the balloon exhibited breakage. There was no reported harm to the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
It was reported that 2 weeks after placement, the balloon exhibited breakage. There was no reported harm to the patient.